Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a hemodialysis kit, including one arrow raulerson syringe (ars), an introducer needle, a guide wire assembly, and the product lidstock for analysis. No definite signs of use were observed on the ars. Visual examination of the ars did not reveal any anomalies or defects. The returned sample was functionally tested per the instructions for use provided with this kit, which states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to draw and aspirate water with and without the returned introducer needle. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and no relevant findings were identified. The issue of ars leaking could not be confirmed during functional testing of the returned sample. The ars was able to draw and aspirate water with and without an introducer needle, and passed all relevant additional testing. No problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the ars (arrow raulerson syringe) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars (arrow raulerson syringe) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.